Event description:
It was reported that the patient sustained a right olecranon fracture on (B)(6) 2014. An open reduction internal fixation (orif) procedure was performed to repair the injury. Post-operative follow-up revealed the fracture had healed; however, soft tissue coverage was compromised. The plate was prominent and painful. Also, clinical findings indicated that this was a potential infected injury site. Decision was made to remove all of the hardware at this time. All hardware was removed without complication. There was no surgical delay. This report is 8 of 8 for (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). Additional product codes for this report include hwc. The actual date of implant is unknown. The complainant part will not be returned to the manufacturer for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.